Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000182388.

Event description:
It was reported that during an implant procedure on (B)(6) 2026 a csf lead occurred resulting in the patient having a headache. On (B)(6) patient was experiencing fever and altered mental status. As a result, patient was hospitalized to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.